Event description:
It was reported by repair work order that the footrest would not lock into the closed position due to a damaged rocker mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.